Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The foley catheter balloon is not deflating entirely. At one point they had to cut the catheter for removal. There was no patient injury.

Manufacturer narrative:
Qn#: (B)(4). The device lot number provided review could not be conducted. Visual observation on the returned sample did not show any sign of contamination or design irregularities. All components were intact and appeared to be in a good condition. Based on complaint description provided by complainant, it is likely that the balloon could not deflate completely. Visistat inspection on the funnel, balloon, shaft and valve did not show any abnormality or design irregularity. Attempt to inflate and deflate catheter with 10ml of glycerin using syringe was successful. Based on our experienced, partial deflation could have likely happened due to improper fixation of the deflation unit/syringe, faulty valve or presence of blockage in catheter system. However, in the investigation conducted, no failure was observed. Other remarks: based on investigation and finding, no issues were found on catheter and balloon was able to be deflated completely without difficulties. Therefore, this complaint could not be confirmed.

Event description:
The foley catheter balloon is not deflating entirely. At one point they had to cut the catheter for removal. There was no patient injury.